Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary tower, the tower door 2 was not opened and affected storage space was door 2 - pocket 1. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-oct-2010 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door 2 was not opening. The customer rebooted the station, verified the affected door was not showing as failed storage space and could open the door via inventory without an issue. A technical support specialist (tss) ran the station inventory report for that medication identification, but the current count was 0. The tss advised customer that there was a problem in how the medication was loaded in that storage space, as it would show as out of stock since current count was 0 and the customer mentioned about checking this with the pharmacy. The tss confirmed no troubleshooting was performed, as the pharmacy team would need to verify whether the patient-owned medications are correctly loaded into the affected storage space. The tss reached out to the customer for further investigation, due to no response from the customer, the complaint file has been closed. The system functioned as intended after the technical support specialist verified the device.